Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the returned unit was a 4.0mm formula aggressive plus cutter and examined under a microscope. The alleged claim problem was confirmed the inner distal tip went over the outer housing edge and stuck in the housing window. The cutter showed no visible sign of excessive misuse, the cutter was placed to a flat table to check for wobble no wobble observed. Functional inspection : no functional test done due to the device condition when received. The probable root cause/s could be the blade comes contact with a hard object. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver tip cracked during a case. There was nothing left in patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver tip cracked during a case. There was nothing left in patient.